Event description:
Device/procedure outcome: procedure completed,unable to use device - attempted,different device used (same model). Patient outcome: f26: no health consequences or impact. Event description: per cnf, it was reported that: when the catheter was advanced from the lspv to the lipv, the wire got stuck inside the lipv. It was then forcefully removed from the body along with the catheter and has been replaced. Infected: no infection name: diagnosis or treatment: resolution: different device used (same model) where did event occur: inside the patient outcome: no adverse event first time the unit was used: yes tested prior to use: yes used before expiry date: yes generator used ablation catheter used other used event date: 2025-12-8. As reported device codes: 1457: entrapment of device or device component. As reported patient codes: 9398: no clinical signs, symptoms or conditions.

Manufacturer narrative:
The guidewire was returned still in its farawave device. A visual and microscopic examination of the returned product was completed, and the following features were observed: - the guidewire is a 3-piece construction, with a coil, core, and ribbon. The coil, core, and ribbon are welded at the proximal end, and the coil and ribbon are welded at the distal weld. - the guidewire was returned stuck in the farawave device it was used with. It could not be removed from the farawave without further damage occurring to the guidewire and/or device. 4cm of the guidewire was exposed on the distal end, and 30.5cm was exposed on the proximal end of the guidewire. There was no visible damage on the guidewire. There was plaque-like material 30.5cm from the distal end. - no anomalies were observed to indicate a manufacturing issue with the distal or proximal weld. A finger pull test was carried out on both welds and it was confirmed the two welds are intact. - no other damaged was noted on returned guidewire. The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting, and packaging of this product. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "physician preference" appears to have impacted on the event as reported. The root cause is undetermined: cause not established. Lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently. As indicated in the IFU (instructions for use) precautions section: · never advance the guidewire against resistance without first determining the reason for resistance under fluoroscopy.

Manufacturer narrative:
The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting, and packaging of this product. Awaiting device return.

Event description:
Device/procedure outcome: procedure completed, unable to use device - attempted, different device used (same model) patient outcome: f26: no health consequences or impact. Event description: per cnf, it was reported that: when the catheter was advanced from the lspv to the lipv, the wire got stuck inside the lipv. It was then forcefully removed from the body along with the catheter and has been replaced. Infected: no infection name: diagnosis or treatment: resolution: different device used (same model) , where did event occur: inside the patient, patient outcome: no adverse event , first time the unit was used: yes , tested prior to use: yes , used before expiry date: yes , generator used ablation catheter used other used, event date: 2025-12-8. As reported device codes: 1457: entrapment of device or device component as reported patient codes: 9398: no clinical signs, symptoms or conditions.